Manufacturer narrative:
Examination was not possible, as the product was not retuned. A search of the complaint database found no prior reports for this part and lot number combination. Provided information states the patient's bone was too hard. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the product and/or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
During the surgery, when the doctor was inserting the screw around acetabulum by the hands, the screw head was broken. The broken screw shaft remained in the patient's body and surgery was completed. Only screw head was removed from the patient's body. According to the doctor, the patient's bone was too hard.